Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption e2013007. Three events were reported for this quarter. Two devices were not available for evaluation. One device evaluation is in progress. There were no remedial actions taken. These devices are labelled for single-use. Two devices not returned, one device awaiting evaluation.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the devices broke during a surgical procedure. There was patient involvement. There was no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2013007. Device product code: corrected to gfa. The device ids in this report were cited as hwe. Hwe does not correlate with the product code gfa in the original acceptance letter. The product code for these devices were returned to gfa to align to the product code in the original acceptance letter and reported under report number 0001811755-2017-01979.

Event description:
This report summarizes 3 malfunction events in which the devices broke during a surgical procedure. There was patient involvement. There was no patient impact.